Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: during use with chemotherapy, one (1) caresite luer access device cracked at the connection site. Limited information provided. No patient injury reported.

Manufacturer narrative:
(B)(4). One (1) used sample without packaging was returned for evaluation. The set was tested for leakage per specification with failing results. After further examination it was noticed that a crack was on the threads of the valve. The defect of leaking caresite valve was confirmed through testing. In order to address the issue of leaking, a change in resin was made. These changes included a higher molecular weight blend of the polycarbonate. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature.